Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had woken up to an elevated blood glucose (bg) level of (400 mg/dl) last night. The customer took a bolus to stabilize bg level. The customer was unsure on what caused elevated bg level. In addition, the customer reported that after the elevated bg level, the customer experienced a low bg level of (50 mg/dl) the customer consumed graham crackers to stabilize bg level. The customer stated to have over bolus for high bg. During the call with tandem technical support, no alerts or alarms were found in the pump history indicating the pump was functioning as intended.